Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
The dr (B)(6), vigilance officer, reported via e-mail the report forwarded by the surgeon dr (B)(6) who reported that: the items broke. "(The document forwarded is illegible. We asked the customer to send it back)". Updated info: a pt underwent a surgical procedure due to a posterolateral arthrodesis on (B)(6) 2009. On (B)(6) 2011, the pt underwent a unanticipated revision surgery due to the breakage of the rod. The code of product is not exact because the customer didn't have info about the code. The customer ...